Event description:
A separation at the luer lock connector at the base of the "y" extension. The separation led to a 200cc blood loss. Additional information received from the facility indicated that the patient did not require blood replacement and suffered no adverse sequela associated with this incident.